Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:04 was discovered and confirmed by a baxter service technician. This condition was caused by a defective air in line printed circuit board. The air in line printed circuit board was replaced to correct this condition.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with failure code 810:04, occurring as the baxter technician attempted to load tubing. The baxter service technician confirmed that this condition was caused by a defective air in line printed circuit board. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The customer reported that she has experienced high bg levels (280-373 mg/dl) since changing to a new pod. Despite numberous bolus attempts, her levels remained consistently high over an eight hour period. The cannula was reportedly kinked, though no pod alarm was initiated. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Issues concerning air in line printed circuit board failures are currently being investigated under (B)(4).